Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a problem lately with a return of symptoms, further saying they were having to get up 3-4 times a night to go to the restroom. Patient said they were nervous because this was a permanent implant and all of a sudden symptoms were returning at night. Patient said the ins was helping and working during the day, further mentioning that the ins was not helping 100% but that was ok. Patient said they were so tired from not sleeping at night because they had been waking up to 3-4 times a night. Patient said they adjusted stimulation to 2.3 and they had been watching symptoms the past two days , but nothing had changed. Patient said they could not go any higher than 2.3 or stimulation would be too high giving patient nerve pain. Patient said they were at 2.3 where they could handle the stimulation, and patient said they could feel stimulation at the time of the report. It was noted that patient had access to a patient programmer (pp),synced with it and stimulation was on, however at first patient said s timulation was off, and noted that the health care professional (hcp) had taped the on/off buttons on the pp. It was noted that patient had the ability to change and/ or adjust stimulation. It was reviewed for patient to consider increasing amplitude if medically appropriate. Patient was walked through using the pp and patient said the pp was not working, stating they always got poor communication screen. Patient was getting poor communication and then was able to connect with pp after trying a few times. The importance of pp antenna placement was reviewed, and the pp was functioning as intended. Patient said they were set at 2.4 and could not go any higher, further mentioning that they did not see that patient had any other programs available. Patient was redirected to follow up with the hcp if problem did not resolve. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that after changing the programs it got better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was having problems with the ins because the patient's urination didn't go away. The patient stated that he was peeing so much, every half hour on the hour. The patient noted that the problem with frequent urination was more in the morning with and at night the patient had the same problem. It was mentioned that sometimes changes to the settings messes things up and the patient had been back to the health care professional (hcp) many times. The patient stated that they met with a manufacturing representative (rep) a couple of times and the rep changed the patient to a different program the last time they met in the hcp's office. The patient reported being on the second program and stimulation was comfortable at 2.0. The patient stated that so far the program change was not bad and seemed to be working. There were no further symptoms or complications reported or anticipated.